Event description:
It was reported that via remote transmission, it was suspected that the device was falsely detecting af and inappropriately mode switching. No further information is available.

Manufacturer narrative:
.